Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 07.08.2020: lot 1908176: (B)(4) items manufactured and released on 10-feb-2020. Expiration date: 2025-jun-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional devices involved: batch reviews performed by medacta regulatory affairs department on 07.08.2020: reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot 1907763: (B)(4) items manufactured and released on 31-oct-2019. Expiration date: 2024-oct-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Reverse shoulder system 04.01.0163 glenoid polyaxial locking screw - l38 (k170452) lot 179107: (B)(4) items manufactured and released on 19-apr-2018. Expiration date: 2023-apr-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Reverse shoulder system 04.01.0163 glenoid polyaxial locking screw - l38 (k170452) lot 1906608: (B)(4) items manufactured and released on 11-oct-2019. Expiration date: 2024-sep-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Reverse shoulder system 04.01.0172 glenosphere 36xø27 (k170452) lot 179112: (B)(4) items manufactured and released on 26-mar-2018. Expiration date: 2023-mar-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to an infection after 24 days from the primary surgery. The surgeon performed a washout and revised the metaphysis, insert, locking screws and glenosphere.